Event description:
Rptr has had fatigue since 1984, with ibs. She has gradually gotten worse since then. In 1994 she was diagnosed with hashimotos thyroid disease, fibromyalgia, and rheumatoid arthritis. In 1995 she was diagnosed with osteoarthritis of the lower spine. On 8/22 she had tremors all over her body and the doctor put he in the hosp. She was diagnosed with chemically-induced meningtis (aseptic), undifferentiated connective tissue disease, and adjuvant breast disease. She has physical therapy 3 times a week, and takes klomopin, baclofen, darvocet, propulsid, axid, levothroid, and prozac.